Manufacturer narrative:
Calibration and qc were acceptable. There is no indication of a reagent performance issue. Fibrin was observed in the sample. The investigation determined the issue was consistent with a pre-analytical handling error due to the condition of the sample. Pre-analytics are within the customer's responsibility.

Manufacturer narrative:
The field service representative performed a mechanism and a precision check, and no error was observed. The analyzer is within roche specification. A 6 month preventative maintenance was also performed. No problems were observed in the alarm history. The investigation is ongoing.

Event description:
The initial reporter received questionable vancomycin results for 1 patient sample on a cobas 6000 c501 module. The initial result was 4 mg/l with a data flag. The repeated result was 22.1 mg/l. The repeated result was performed on another cobas c501 module, serial number (B)(4). The repeated result was believed to be correct. The results were reported outside of the laboratory. The reagent lot number is 42164201 with an expiration date of 31-dec-2020.